Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: 37612, ((B)(6)); product type: 0197-implantable neurostimulator; implant date: (B)(6) 2013; explant date: (B)(6) 2026, section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID: 3708660, (serial: (B)(6)); product type: 0191-extension; implant date: (B)(6) 2023; explant date: (B)(6) 2026, brand name activa; product ID: 3708660, (serial: (B)(6)); product type: 0191-extension; implant date: (B)(6) 2013; explant date: (B)(6) 2026, brand name ; product ID: 7482a95, (serial: (B)(6)); product type: 0191-extension; implant date: (B)(6) 2008; explant date: (B)(6) 2026, brand name ; product ID: 7482a51, (serial: (B)(6)); product type: 0191-extension; implant date: (B)(6) 2008; explant date: (B)(6) 2026, brand name activa; product ID: 3389-40, (lot: j0527039v); product type: 0200-lead; implant date: (B)(6) 2005; explant date: (B)(6) 2026, brand name activa; product ID 3387-40 (lot: j0537615v); product type: 0200-lead; implant date: (B)(6) 2005; explant date: (B)(6) 2026, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that surgeons office stated complete system explant due to erosion of implant. Cause and date unknown by office.rep reports issue has been resolved, no further information available.